Event description:
Tubes used for viral disease & abo/rh testing of volunteer blood donors are not safe in that the rubber stoppers have continually been "popping" off the tubes causing a safety violation in that aerosols may be created, & specimen integrity may be affected. The blood collected in the tubes fails to properly clot. After centrifugation x 10 minutes, there is considerable fibrin left in the tube indicating insufficient clotting. The tubes have to be manually manipulated by "ringing" the tubes with application sticks & performing a subsequent centrifugation. Manipulation or the tube in this manner has caused excessive hemolysis which renders the specimen unacceptable for enzyme & infectious disease testing & further precludes use of specimens for blood grouping & typing since hemolysis is considered a positive reaction when performing blood grouping. Manual manipulation of the specimen additionally increases the risks of exposure to bloodborne packages.